Event description:
On (B)(6) 2011, the pt underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore excluder aaa endoprosthesis. A gore introducer sheath was used to introduce the device into the vasculature and successfully deploy the devices. After withdrawal of the sheath, anemia was observed. A control angiogram revealed the right external iliac artery had ruptured at the origin, where reportedly there was a calcified stenosis. An occlusion balloon was placed to obtain hemostasis, and laparotomy and clamping of the right common iliac was performed. The common internal iliac and external iliac arteries were ligated and the procedure was completed with a femoral femoral bypass. During closure of the abdomen, the pt suffered an unexpected cardiac arrest and expired.

Manufacturer narrative:
A review of the mfg records for the device(s) was not possible since the device size(s) and lot number(s) were unavailable. The gore excluder aaa endoprosthesis instructions for use (IFU) states: "adverse events that may occur and/or require intervention include: cardiac (e.g., arrhythmia, myocardial infarction, congestive heart failure, hypotension or hypertension), vascular spasm or vascular trauma (e.g., ilio-femoral vessel dissection, bleeding, rupture, death)". The gore introducer sheath, instructions for use (IFU) cautions: "insertion into and removal from artery may cause excessive bleeding and/or other complications."